Manufacturer narrative:
This MDR was submitted late due to a delay in the internal MDR creation process. Corrective actions have been taken to improve timelines and prevent future delay. The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that after a surgical procedure, the hospital discovered that a rivet / screw was missing from the forceps. A post-operative CT scan detected a foreign body within the patient. The hospital was unable to determine whether the foreign body seen in the CT scan is the missing rivet / screw or not.

Manufacturer narrative:
Result of investigation: the froceps from batch kg 2034, manufactured in october 2003, was over 22 years old at the time of the complaint - far beyond the typical service life of medical devices. This significantly increases the risk of material fatigue, corrosion, and mechanical failure. Inspection revealed corrosion, break-point indentations, and borehole deformation, indicating excessive mechanical stress. The oval shape of the borehole confirms structural overstressing due to external forces. Given the advanced age and observed damage, the failure is technically attributable to wear and external stress. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).